Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system powered down during the case. The site was able to get the system back up and continue the case. It was also reported that they were not seeing an option to shut the system down when they exit the software. There was a less than 1 hour delay to the procedure and no impact to patient outcome.